Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Upc#, and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Out of caution, this complaint was reported to the FDA. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer used band aid brand kizu power pad and experienced permanent scarring (greater than 2 years) on consumer's face from using the product. This is all the known and provided information at this time.